Manufacturer narrative:
The device has been received and undergoing an evaluation but has not yet been completed. Supplemental report will be filed. MDR related to this event: 2029214-2017-00057, 2029214-2017-00058.

Event description:
Medtronic received information that, during embolization treatment of a giant carotid aneurysm, the pipeline was delivered through the catheter and it was unsheated, however the pipeline did not open. The pipeline was resheathed but it got stuck within the catheter and it was not possible to push or pull the pipeline. The entire system was removed. The customer attempted to use a new catheter and a new pipeline but the situation was exactly the same and this second system was removed. A third device was used and was successfully delivered. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device and the microcatheter were returned. The pipeline device was pushed out of the microcatheter lumen with difficulty. The distal and proximal dps restraints and dps sleeves were found to intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the device's braid was found fully opened with moderately frayed; while the proximal end of the pipeline braid was found fully opened with slight fraying. The proximal section of the pushwire was found to have kinks and bends. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the analysis findings and the reported event descriptions; the report of ¿failure to open at the distal end¿ could not be confirmed, as the distal end of the pipeline flex was found fully opened with moderate fraying. It¿s possible that the ¿moderate vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the ¿failure to open¿ issue. The damages seen on the proximal pushwire (kinking/bending) and pipeline braid (fraying) and hypotube (stretching); appears to show excessive force used. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ MDR related to this event: 2029214-2017-00057, 2029214-2017-00058, 2029214-2017-00069.